Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a total abdominal hysterectomy on (B)(6) 2014 and suture was used. During use, the suture strand came away after the suture passed through the tissue and the suture separated from the needle. A different needle was used to complete the procedure. There were no adverse patient consequences reported.